Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. D4: UDI: product made prior to UDI compliance date. UDI not required. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  Reason for device explant and/or reoperation: breast augmentation revision. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient involved in a clinical study underwent a primary breast augmentation surgery with implantation of a 450cc mentor memorygel breast implant prosthesis. Post-operatively, the patient underwent bilateral breast implant removal and replacement with 375cc (left-sided) and 330cc (right-sided) mentor memorygel xtra breast implants on (B)(6) 2024, for an undisclosed reason. However, during the surgery, a ruptured right breast implant was discovered. There were no procedural delays or patient consequences reported.

Manufacturer narrative:
On january 07, 2025, the mentor analysis lab received the suspect medical device for evaluation. On january 13, 2025, mentor completed an evaluation on the returned device. Mentor conducted a visual inspection of the device. Visual analysis of the returned sample revealed that the breast implant was found to be ruptured. In addition, an area of shell abrasion was observed on the edges of the tear. The evaluation determined that the possible cause of the rupture was consistent with normal wear. Shell abrasion suggests in-vivo folding or creasing of the device. This may be the result of the following factors: continuous and sustained stresses to the device such as too small breast pocket and folding or wrinkling of the shell in the breast pocket. In some cases, the breast implants may also wear out over time. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On january 09, 2025, mentor received the following additional information. During a clinical study follow-up appointment shortly after implantation, the patient had a capsular contracture assessment performed and was evaluated to have bilateral baker grade ii capsular contracture. No intervention was reported for this complication. The information also indicated that the surgery to implant the suspect medical device was a breast reconstruction revision surgery. Reason for device explant and/or reoperation: breast reconstruction revision as an event for the contralateral side was indicated, another file was generated to document the event. This report is for the right breast prosthesis. On january 22, 2025, mentor completed a reevaluation of the device to include the following per the newly reported information. Updated device evaluation: regarding the reported capsular contracture condition, there are not enough details to determine the factors that may have caused this condition. Capsular contracture in the patient¿s breast might be the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Further, capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).